Event description:
It was reported that the customer was headed to the hospital due to high blood glucose levels. The reported blood glucose reading at the time of the call was 384 mg/dl. Prior to the high blood glucose levels, the customer lost her inserter and had to use a different infusion set. The insulin pump alarmed no delivery all night, leading to high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.